Event description:
It was reported that there was damage to its usb port and housing. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support instructed the caller to plug the wall adapter into a known working outlet and sent a replacement pump since the issue caused the pump to shut down. The customer was advised to rely on multiple daily injections (mdi) if necessary, and to return the problematic pump to tandem. The customer understood all instructions regarding the replacement process.